Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: due to damage on up/down knob, water tightness was lost, protector of universal cord on scope connector side had a scratch, universal cord was sticky, switch 2 had a scratch, switch 1 had a scratch, suction cylinder was shaved, universal cord had a wrinkle, universal cord had a scratch, control unit had discoloration, scope connector was dirty due to water leakage, control unit was dirty due to water leakage, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, due to wear of angle wire, the play of up/down knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, probe cover had a scratch, and connecting tube had a scratch. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no response for what the foreign material was. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects found on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material adhered to the distal end section objective lens could not be determined since it was confirmed that the section of the device where the foreign material remained had no deformation (no physical damage). The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.